Manufacturer narrative:
The probable root cause of the observed broken molded insulator is attributed to mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one severely bent grip causing misalignment of the grip-tips. There was a 1.99 mm offset at the tips. The grips were found to have cracking damage. The instrument was found to have a broken molded insulator on the upper jaw. The broken piece measures approximately 2.55 mm x 7.16 mm, confirming that a fragment detached from the instrument and was returned with the instrument. The grip base for the grip with the cracked molded insulator does appear to be bent. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, one side of the force bipolar instrument was bent sideways. Upon examining the instrument outside of the patient, it was noted that one side of the instrument had twisted out of the rubber base of the jaw and was completely sideways. The procedure was completed with no reported injury.